Event description:
Additional information was received indicating that the recommended reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. The device was reprogrammed, however the pptwo continued. Technical support was contacted and provided recommended programming settings to resolve the event. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.